Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported that the tubing spike of an interlink vented paclitaxel set disconnected from a non-baxter solution bag. This event occurred during priming in a pharmacy, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The used device and a non-baxter non-rigid solution bag were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. However, the customer reported using the device with a non-rigid solution bag. The labeling for the device states that the set is "for use with rigid nonvented solution containers". The cause of the condition was determined to be use error. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: functional testing was performed by spiking the set into an in-house glass container. The sample was primed. The set performed as designed with normal flow and no spike fall-out noted. No nonconformances were observed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.